Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon was not receiving cerebrospinal fluid (csf) fluid when placing the shunt into the ventricle when the instrument was at target within the software. The surgeon confirmed inaccuracy on anatomical landmarks and noted that the ventricle was very small. In trouble-shooting, selected a new target in the software and were able to navigate the ventricle as expected. Issue delayed surgery for 30 minutes with no clinical impact. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth inav portable system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
(B)(6) software instructions for use state: "to define a surgical plan: use the scroll bar on an image to scroll through slices. Find the slice that contains the surgical target. Click a target point in one of the 2d views. Refine its location by clicking in any of the other views. Click [set target]. Click an entry point on one of the 2d views or on the surface of the 3d model. Refine its location by clicking precisely where you want the point in any of the other images. Click [set entry]. Move the plan slider to simulate movement along the plan. Click [go to entry] or [go to target] to move the crosshairs to either of the two stored points. You can click the target and entry points in the 2d views and drag them to refine their positions. If you move a point by mistake, you can click [undo] to undo one change. To delete a plan, click the plan name button, select the plan that you want to delete, and click [delete]. If you would like to create another plan, click [new] in the task panel and then repeat the steps above."

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device manufacturing date is unavailable. Likely issue was poor target selection within the software. System was fully functional. (B)(6) 2015 - a medtronic representative, following-up at the site, stated the surgeon reported that the system was accurate and the anatomical target was not ideal. After updating the target location, they were able to accurately navigate to the intended target. (B)(6) 2015 - software investigation completed. Findings are that the originally selected target was not a correct choice. After target updated, the problem was resolved. Software is functioning as designed. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth inav portable system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
On (B)(6) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(6) 2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(6) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: the initial 3500a description contained a typo in the second sentence, the corrected sentence is as follows, "the surgeon confirmed accuracy on anatomical landmarks and noted that the ventricle was very small." Device manufacture date provided.